Event description:
The facility reported a flo-gard infusion pump with an intermittent occlusion alarm. This event occurred in hemo dialysis. However, according to the facility it is unknown when this event occurred. This condition may have been a false occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review for this device revealed no previous service events for the reported condition.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. The reported condition of a flo-gard infusion pump with an intermittent occlusion alarm cannot be confirmed as this facility did not send the pump to baxter for device evaluation or repair. Therefore, no assignable cause can be provided and no repairs were made. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted.